Event description:
It was reported the patient received the following results within 15 minutes on (B)(6) 2026 : 296 mg/dl and 107 mg/dl. On (B)(6) 2026 the customer tested again using the same vial of test strips and received the following results within 15 minutes: 237 mg/dl and 124 mg/dl.